Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, facial nodules / nodule of calcium hydroxylapatite under her right eye, meets the seriousness criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Citation: rullan pp, olson r, lee kc. The use of intralesional sodium thiosulfate to dissolve facial nodules from calcium hydroxylapatite [published online ahead of print, 2019 nov 1]. Dermatol surg. 2019;10.1097/dss.0000000000002238. Doi:10.1097/dss.0000000000002238.

Event description:
This literature report from united states of america concerns a patient. The patient was injected with radiesse®, reportedly into the face. After the treatment with radiesse®, the patient developed facial nodules. Corrective treatment included intralesional injections of sodium thiosulfate. Repeated injections were required to resolve the lesions to patients' satisfaction. In the opinion of the author, sodium thiosulfate has clinical efficacy for the resolution of calcium hydroxylapatite nodules, however recent preclinical observations and in vitro experiments do not support a direct degradatory effect on calcium hydroxylapatite particles. Instead, the data are more consistent with a sodium thiosulfate dilutionary effect, reducing the density of calcium hydroxylapatite microspheres at the injection site. Follow up information was received on 22-jul-2020: this case was upgraded to serious. Full article was received. The event term was changed from facial nodules to facial nodules / nodule of calcium hydroxylapatite under her right eye. The case concerns a (B)(6)-year-old female patient. She was injected with a calcium hydroxylapatite facial dermal filler into the tear trough, by a non-board-certified general practitioner in mexico. After the treatment with calcium hydroxylapatite, the patient developed a nodule of calcium hydroxyapatite under her right eye. The nodules were initially treated without success by the general practitioner with radiofrequency, and several injections of triamcinolone, collagenase, and hyaluronidase. Upon presentation to the author`s clinic, the nodule had been present for 9 months and was not resolving. A cannula subcision was performed under local anaesthesia using a 25-gauge cannula, after which the patient reported some improvement. Three months after cannula subcision, 0.2 ml of sodium thiosulfate was administered to the area using a 33-gauge 1/2 inch needle, with resultant edema and erythema. The patient returned for sodium thiosulfate (250 mg/ml) injections at 4, 7, and 9 months post-subcision (receiving a volume of 0.2 , 0.1, and 0.1 ml, respectively). After each injection, the area was massaged. By the time she returned for the second treatment with sodium thiosulfate, the patient noted the nodule felt softer, and approximately 30% smaller. After the third dose, the nodule had shrunk by approximately 75%. Through the use of cannula subcision initially, and then sodium thiosulfate for 4 treatments, the nodule was treated sufficiently to meet the patient's satisfaction. The outcome of the event remained unchanged. In the opinion of the author, the reported novel use of intralesional sodium thiosulfate for calcium hydroxylapatite nodules serves as an alternative and effective treatment for this filler-related complication.